Event description:
Reporter alleged icons and segments were missing from the display of the compact plus system. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The manufacturer received information of a patient expiring while using the remstar auto a-flex CPAP device. Although the reported event occurred on (B) (6) 2010, the manufacturer was not notified of the event until (B) (6) 2010. The device has not been returned to the manufacturer for investigation. The manufacturer will submit a follow up report when the investigation is completed.